Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient has received several episodes of inappropriate anti-tachycardia pacing (atp) with a shock. The atp appears to be innefective and the patient shows a possible atrial fibrillation (af) with rapid ventricular response (rvr). Also a possible short run of ventricular tachycardia with ventricular flutter that spontaneously break was identified.the patient does have a history of af with rvr. Medicines were considered to be reviewed. This therapy is considered inappropriate as this device is not designed to deliver therapy due to atria originated events. The patient came to the office for a full interrogation. The doctor agreed that the rhythm might be af and sent the patient home with a holter monitor. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient has received several episodes of inappropriate anti tachycardia pacing (atp) with a shock. The atp appears to be ineffective and the patient shows a possible atrial fibrillation (af) with rapid ventricular response (rvr). Also a possible short run of ventricular tachycardia with ventricular flutter that spontaneously break was identified. The patient does have a history of af with rvr. Medicines were considered to be reviewed. This therapy is considered inappropriate as this device is not designed to deliver therapy due to atria originated events. No adverse patient effects were reported.